Manufacturer narrative:
(B)(4). Date sent to FDA: 7/12/2016. (B)(4). Conclusion: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon products were related to any adverse events in this series of patients described in the article? Can specific patient demographics be provided for the subjects of this article? What are patient pre-existing conditions, specific medical/surgical intervention? Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used?

Event description:
It was reported in a journal article that a patient underwent involutional lower eyelid entropion procedure on an unknown date between january 2011 to december 2013 and suture was used through the deep conjunctiva, within the inferior conjunctival fornix. Following the procedure the patient possibly experienced recurrence of involutional entropion and received additional treatment. Additional information has been requested.